Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: h10-investigation evaluation. Investigation ¿ evaluation. The returned device was also evaluated for the failure mode cracked hub. A review of the specifications and visual inspection/dimensional verification/functional test of the returned device was conducted during the investigation. Two opened, used catheters were returned (other catheter reported under another product record). On one of the two devices, there were cracks in the red and white hubs. Each hub was leak tested, and only the red hub was found to leak. Additionally, the device was found to pass dimensional testing. Corrected data: a review of our complaint management system revealed this to be one of four reported complaints associated with the complaint lot number, 7829886. Each complaint was opened to account for the failure modes manifold separation and cracked hubs for the 2 returned devices. These failure modes were reported under 2 separate MFR. Reports. (Please reference MFR. Report: 1820334-2018-00852). The appropriate manufacturing documents from the device master record (dmr) pertaining to the reported failure mode were reviewed, revealing no notable gaps within the manufacturing process. The hubs for the triple lumen central venous catheter are level I leak tested upon incoming inspection, and are dry leak tested at 100% during final inspection. The proximal hub fittings are also inspected at 100% to be free of any damage, dents, roughness, or cuts. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. IFU states: ¿how supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ without additional information regarding the circumstances of the procedure, the root cause was deemed inconclusive. This failure mode (cracked hub) has been escalated per internal processes. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.